Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the apical tear during the procedure cannot be confirmed. However, a combination of patient (fat on the apex and a slightly dilated and thin lv wall) and procedural factors (aggressive CPR causing the sheath to move and the rib to lacerate the rv) may have contributed to the event. In addition, the patient¿s advanced age (87 y/o) and female gender may have increased the risk for apical access site bleeding. There was no report of difficulty advancing or withdrawing the ascendra3 sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, the patient became severely hypotensive post bav (non-edwards device) requiring CPR. An apical tear and bleeding around the sheath occurred that was thought to be related to the CPR and resulting sheath movement. Immediately post balloon aortic valvuloplasty (bav) with a 23x4 z-med balloon, the patient became severely hypotensive with a systolic blood pressure (sbp) of 22 mmhg and required cardiopulmonary resuscitation (CPR). CPR was performed and pressors were also administered until cardiopulmonary bypass (cpb) could be started. During this time, there was severe mitral (mr) and tricuspid regurgitation (tr). The apex began to bleed around the sheath, which the medical team thought was likely from CPR causing the sheath to move. Cpb did not have to be initiated as the patient had stabilized, and the tearing in the apex was controlled. The patient¿s blood pressure again dropped and cpb was initiated. The 23 mm sapien valve was then implanted in a 50:50 position, resulting in no paravalvular leak or central aortic insufficiency (cai). An intraaortic balloon pump (iabp) was placed and the patient was weaned from cpb. The patient then developed ventricular fibrillation (vf) and was defibrillated seven times. There was also severe tr and the patient was in right ventricular failure. There was moderate aortic insufficiency, and the medical team thought that the sapien valve had been deformed by the CPR. The medical team planned to re-dilate the valve with a 23 z-med balloon; however, the apex became unstable due to a rib lacerating the myocardium during CPR. The patient was put back on cpb and the apical tear, which extended into the right ventricle, was repaired. St elevations were observed, and diagnostic pictures were taken, which revealed that the coronaries were clean and unobstructed. Cpb was weaned and the patient was placed on pressors. The patient was transferred to the intensive care unit in stable condition. However, the patient expired later that evening. There was a small amount of fat on the apex. The patient¿s cardiac tissue was not noted to be friable. The lv wall was slightly dilated with thin walls, and it is not known if the patient had a history of chronic steroid use. Per the implanting physician, it was believed that the reason for post bav instability was that the balloon inflation and contrast injection caused ischemia. Additionally, apical bleeding from CPR with sheath in place and CPR causing rib to tear rv could have contributed to the ongoing hypotension.